Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 305270; batch # unknown. It was reported that the bd syringe integra 3ml w/ndl 25x1 rb needle pulled out of the hub. The following information was provided by the initial reporter verbatim: rcc received a complaint via email. I spoke with xxx today. He advised that he used the needles a few times since the last occurrence, and they functioned as intended (he uses them for the administration of testosterone). Yesterday he used one of the needles again, on the opposite side of his abdomen, and the same thing happened. This needle is not embedded as deep as the other one and he said he can feel it slightly. He did experience a bit of pain yesterday but not today. He did note that the testosterone is rather viscous and he has to roll it in his hands to warm it up before injecting it. Xxx advised that he travels quite a bit and is not home at the moment. He asked that we send him a label for the return of the second device via email and he will get the second needle to us. His email is xxxx. I sent the prior syringe to you today by (B)(6).  I have been continuing to use the needle type, and just watched it happen again.  I am not going to the doctor¿last time they couldn¿t do anything until surgery to take it out.  Would you want me to go to get it looked at today if that will help?  I must admit I feel very foolish for using the syringe again and having the same result, but had used it two times before without incident.  I think you need to figure out what is going on with this thing.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.